Event description:
Patient they currently have a (B)(6) device for bladder control which they are very unhappy with. Patient said the tech support in the field for the (B)(6) device is basically nonexistent. Patient said the current (B)(6) device does not do a good job at controlling their bladder and the bowel control is getting less and less. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".